Manufacturer narrative:
It was reported that the bedside monitor (bsm) gets intermittent spo2 dropout. The reported device was returned to nihon kohden; however, device evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bedside monitor (bsm) gets intermittent spo2 dropout. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer at (B)(6) reported the bedside monitor (bsm-1753a sn:(B)(6)) received intermittent dropout of both waves and numerics for the spo2. No change upon swapping cables and the probe. Nurse did not commend on the frequency of the dropout. Service requested exchange service performed exchange; nka repair center evaluation: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem was not duplicated. Extensive test was performed but no problem found. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance checksheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Qe review of full disclosure found no spo2 dropout during extended testing from (B)(6)2019 through (B)(6) 2019. (Attached) investigation result the bsm warranty began 01/20/17, which is approximately 22 months prior to the reported issue. Review of device sap history found no previously reported issues with the unit. Evaluation of the unit at nka was unable to dupicate the reported issue. Similar tickets review using keywords "bsm-1753a intermittent spo2" found the following related incidents: 48165/300154936 reported (B)(6) 2019 at ap 24 methodist med center for bsm-1753a sn (B)(6). Issue duplicated. Cause: spo2 pcb 48166/300154937 reported (B)(6) 2019 at ap 24 methodist med center for bsm-1753a sn:(B)(6). Issue duplicated. Cause: spo2 pcb the above tickets are not related to the current reported issue as evaluation was able to duplicate the issue and determine spo2 pcb failure. This issue does not appear to have an adverse trend. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Based on the available information, the root cause cannot be confirmed. Possible causes include dirt/fluid/improper connection on the unit which may lead to intermittent connectivity at the spo2 connector. Unit was tested to operate within specification. No device deficiency is suspected. Corrected information: f9. Approximate age of device: incorrectly calcuated

Event description:
It was reported that the bedside monitor (bsm) gets intermittent spo2 dropout. No consequence or impact to the patient.